Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set fell off during use on (B)(6) 2024 which led to low blood glucose level of around 112 mg/dl. The issue got resolved by replacing the infusion set and resumed insulin successfully. The infusion set in use for 10 hours. No further information available.

Manufacturer narrative:
Patient country: (B)(6).